Event description:
It was reported that the patient underwent un inflatable penile prosthesis (ipp) surgery due to a leak system caused by a broken tubing. All the components were removed and a new ipp was implanted. No patient complications were reported in relation in this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.